Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call of high blood glucose readings from the insulin pump. The customer's blood glucose reading was 456 mg/dl. The customer stated that there are air bubbles scattered throughout. The customer stated that the approximate sizes of the air bubbles are tiny. The customer was advised to deliver 5 unit fixed prime until the air bubbles are no longer visible. The customer was advised to do an infusion set change. The customer was advised to push air back into insulin vial. The customer stated that the air bubbles did not persist after set change. The customer was advised to monitor blood glucose to make sure they are stable.